Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the knife wire of the sphincterotome broke upon initial activation. The users reported that the knife wire remained intact with the tube sheath and the users safely removed it from the patient. A different, but similar sphincterotome with the same endoscope was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The sphincterotome referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of the broken knife wire. There was evidence of thermal damage at the fracture line on the broken knife wire, consistent with physical damage from excessive current, or from the knife wire contacting metal while activated. The device has been forwarded to the original equipment manufacturer for further evaluation. While the cause of the reported event cannot be conclusively determined, user error is likely. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.